Event description:
The custoemr was hospitalized high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Instructed customer to take a fast acting glucose source. Suspend pump or disconnect if indicated and re-check after fifteen minutes. Suggested customer call md to discuss possible causes of low bgs.